Event description:
Occlusion alarms occurred while the customer was at a routine doctors visit resulting in a blood glucose level of 500 mg/dl. The customer was treated with a manual injection at the endocrinologist's office. The customer ultimately resumed insulin therapy, and no further assistance was deemed necessary.